Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the prograsp forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that 2 fragments from the prograsp forceps instrument broke off and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, at this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer called in to report that they had a broken prograsp forceps instrument on arm 1. Two fragments fell inside the patient and were retrieved. The staff planned to x-ray the patient after the case. The staff installed another instrument on arm 1 and proceeded with the case. The da vinci robot was working normally. The procedure was completed as planned with no reported injury. On 11/22/2019, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the customer confirmed there was no injury to the patient. The broken instrument was not inspected prior to use. The instrument was in use for 5 hours prior to the issue. The fragments fell into the patient when the surgeon was retracting tissue. The surgeon believed the cause of the instrument breakage was because the instrument was flexing at a right angle and then it snapped. The surgeon did not notice any issues with the functionality of the instrument and it did not collide with any other instruments or other hard material during the surgical procedure. The instrument was removed with the wrist straightened during the procedure (prior to the breakage). There was no resistance upon removing the instrument through the cannula. After the instrument breakage, the wrist was unable to be straightened. The surgical staff had to remove the entire broken instrument with the cannula together. There was no damage to the cannula and no other additional damage to the instrument. The fragments were visually located and retrieved during the same procedure with another grasper instrument. An x-ray was performed after fragments were retrieved to confirm there were no remaining fragments inside the patient. The patient has not returned to the hospital for any post-surgical complications related to retaining foreign objects. The site will return the broken instrument to isi for evaluation.